Event description:
The customer reported that their internal paddles did not deliver a shock as expected. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that their internal paddles did not deliver a shock as expected. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.